Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. The legal manufacturer was unable to confirm, whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed, foreign material came out of the device. But, the type of the material was not identified. The root cause of the foreign material remaining in the nozzle was not identified. No device damage was found near, where foreign material was found. A definitive root cause could not be determined. The event can be detected and prevented, by following the instructions, for use: gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection. Gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the colonovideoscope exhibited no air/ water flow, due to foreign material clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited no air/ water flow due to clogged nozzle. There were no reports of patient involvement.